Event description:
The customer reported that the steering was very difficult to move and stiff. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering assembly was replaced. The system was tested and found to be operating as intended.